Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. The patient was admitted on (B)(6) 2019 and underwent a driveline incision and drainage (I&d) procedure on (B)(6) 2019. The patient then had a wound vac placed on (B)(6) 2019 and remains on antibiotics. According to the account, the plan is to have the patient followed by home health and to have the wound vac changed twice weekly and return to the clinic every other week for a follow-up. Upon review of the patient¿s past complains, it appears that the patient has a history of driveline/pump pocket infection ((B)(4)). The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 4 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that during this current admission, which the subject was admitted on (B)(6) 2019,subject underwent a driveline incision and drainage on (B)(6) 2019. The infection includes the driveline and pump pocket. Subject had wound vac placed (B)(6) 2019 and remains on vancomycin. Plan is to have subject followed by home health where they will change the wound vac twice weekly and return to the clinic every other week for follow up. No additional information was reported.